Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 1,115 mcg/day via an implantable pump. Indication for use was intractable spasticity and head/brain injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but were unknown. The date of the event was (B)(6) 2017. It was reported the patient had a small opening in the skin on the right side (between the back incision site and the pump pocket site) where the 8780 catheter was partially exposed. The patient had a history of skin breakdown, which led to the event. No troubleshooting was completed. On (B)(6) 2017, the patient was taken to the operating room to remove the pump segment end of the 8780 and replace it with an 8784 catheter. Upon opening the back incision, a small fracture was noted at the catheter, right beyond the anchor site. The catheter was cut at the affected site. The explanted catheter was discarded. The remaining spinal segment of the 8780 remains intact with good cerebrospinal fluid flow. The physician closed off the right skin breakdown site. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.